Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the graft was not catching and kept spinning. There was no harm or delay reported and an alternate device was used for the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, concomitant medical products, date rec¿d by MFR, if follow-up, what type, device evaluated by MFR, device manufacture date. On may 24, 2018, it was reported that the graft was not catching and kept spinning. The customer returned a skin graft mesher device, serial number: (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number: (B)(4) for evaluation. The device history record (DHR) review of skin graft mesher serial number: (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) review of skin graft mesher 1.5:1 ratio cutter, serial number: (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number: (B)(4) as documented in the repair reports in livelink. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number: (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on june 25, 2018 revealed that the initial inspection showed that the roller was worn and would not grasp the carrier. The calibration was within specifications and the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number: (B)(4) produced a passing sample mesh. The technician also stated that there was force applied to the rear of the carrier in order to get it properly engaged on the device to perform the test mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on june 25, 2018 which included replacement of the roller, ratchet gear, and spring pin. Skin graft mesher, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review it was noted that the roller was worn and would not grasp the carrier. The 1.5:1 ratio cutter, serial number: (B)(4) also produced a passing sample mesh. However, it was also noted that the device produced a passing sample mesh as technician applied force to the rear of the carrier in order to get it properly engaged on the device to perform the test mesh. The cause of the reported event was due to worn roller. During product review it was noted that the device that the roller was worn and would not grasp the carrier. It is unknown how this occurred. Therefore , a root cause cannot be specifically determined with the information provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.